Manufacturer narrative:
The following fields have been updated with corrections: medical device manufacturer: plymouth.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the incorrect cap. The following information was provided by the initial reporter: ref. (B)(4) dry gel white cap with a tube and a pink cap. Type of mistake: incorrect cap because the tube is with the gel and referenced as above on the label.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to incorrect cap color was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#134494 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap color with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and incorrect cap color was not observed. Further investigation activities have been conducted through CAPA#134494 and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: CAPA#134494 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the incorrect cap. The following information was provided by the initial reporter: ref. (B)(4) dry gel white cap with a tube and a pink cap. Type of mistake: incorrect cap because the tube is with the gel and referenced as above on the label.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had the incorrect cap. The following information was provided by the initial reporter: ref. 368967 dry gel white cap with a tube and a pink cap. Type of mistake: incorrect cap because the tube is with the gel and referenced as above on the label.